Manufacturer narrative:
Device analysis: one cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed that the tamper seal was missing and the lens was damaged. Functional testing involved accuracy testing and showed the pump to be within specification. Based on the investigation the reported issue of over infusing could not be duplicated; the complaint allegation for over infusing was not confirmed. The problem source could not be identified.

Event description:
Information was received indicating that during preventive maintenance a smiths medical cadd-solis ambulatory infusion pump over infused. It was reported that there was no patient involvement. No adverse effects were reported.